Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that a computer tomography (CT) scan was performed on (B)(6) 2021 and revealed peripherally calcified fluid collection anterior to the inferior sternum had significantly decreased in size and was in communication with the pericardium as it was before. There was no rim enhancement to suggest acute infection. Additionally, there was no evidence of loculated fluid collection along the length of the driveline. There was increased right paratracheal lymph node, which was likely reactive; however, attention would be done on follow-up. Additionally, on (B)(6) 2021 the patient's hemoglobin and hematocrit was low and the patient was treated with 3 units of blood. Per additional information from the ventricular assist device (vad) coordinator, the patient is stable as an outpatient on suppressive antibiotics. They may require another procedure/repeat vac to the area soon. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27jun2019 under order. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's hemoglobin and hematocrit was low and the patient was treated with 3 units of blood on (B)(6) 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a follow-up computerized tomography (CT) scan for a xyphoid infection that was related to a previous outflow graft infection. The results of the CT were peripherally calcified fluid collection anterior to the inferior sternum significantly decreased in size and was still in communication with the pericardium as before. No rim enhancement suggested an acute infection. There was no evidence of loculated fluid collection along the course of the driveline. The increased right paratracheal lynph node, likely reactive. Attention on follow-up was recommended. The patient was noted to be stable and an outpatient on suppressive antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the ventricular assist device (vad) coordinator, the patient is stable as an outpatient on suppressive antibiotics. They may require another procedure/repeat vac to the area soon. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27jun2019. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.